Event description:
It was reported the physician had explanted the ipg due to discomfort at the ipg pocket. F/u identified the pt had not used the system in a few years, and the physician explanted only the ipg, and left the lead in place. The physician reported he had discarded the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.